Event description:
The procedure was a declot sv shunt case. The patient was treated with the evercross balloon to dilate a stenotic lesion in the outflow graft of the patient's left arm. The evercross balloon was inflated inside previously deployed stents, near the overlap of the stents, and burst at 12 atm. The tear was circumferential on the balloon. The shaft was attempted to be withdrawn but snapped leaving the distal shaft and most of the balloon material in the patient. The remaining balloon material was then retrieved via a snare catheter successfully over a period of some time. It is believed that all balloon material and shaft were recovered. Patient is stable and no further intervention was required.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.